Manufacturer narrative:
Visual analysis of the returned device identified: crease fold, wear abrasion, delamination. Leak test was performed and found opening on anterior and posterior. A microscopic analysis was performed which identify delamination in the diaphragm valve and crease smooth opening on posterior. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure and crease smooth opening on posterior due to a fold flaw opening. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.